Manufacturer narrative:
This product was received and tested by technical services and the failure could not be duplicated. The baton was plugged into a test monitor and the monitor was powered on; the image was good. The cable was wiggled; there were no shorts. Service complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope agvl 3, the picture was cutting in and out. A delay in the procedure of a few minutes occurred as another agvl 3 blade was obtained. No harm to patient or user was reported.